Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified adc device scan result and it is unknown whether the customer noted a trend arrow on the device. The customer experienced dizziness and self-treated with chocolate two corners for the issue. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor patch was visually inspected and no issues were observed. The watermark was observed at the base of the sensor tail, indicating the sensor was properly inserted. Data was extracted from the returned sensor using approved software, and extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with a removal of a properly applied sensor. As a result, the sensor had recognized its removal and had terminated in which the sensor was working as intended. Milled slot into sensor casing to perform smu (source measurement unit) testing, and the smu test failed. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The sensor was forwarded to extended investigation for further analysis. The milled returned sensor puck was visually inspected, and minor damage was observed on the molex connector. To confirm the functionality of the returned sensor, smu testing, temperature specification, and poise voltage tests were performed again. The smu test passed, confirming absence of accuracy issues. The temperature test results revealed that the temperature is within specification, confirming the proper functionality of the puck's thermistor. Poise voltage test was conducted, and the measurement was within the yielding results. This indicated no problems with the electrical signal lines critical to the glucose reading process. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified adc device scan result and it is unknown whether the customer noted a trend arrow on the device. The customer experienced dizziness and self-treated with chocolate two corners for the issue. There was no report of death or permanent impairment associated with this event.